Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not flowing to a new pyxis machine. The technical support specialist (tss) investigated patient, whose status was showing as unknown. Several other listed patients were also in preadmit status. The customer was informed that this issue must be escalated to the admit discharge transfer (adt) team so the readmit messages can be resent, allowing the patients to appear on the station. The customer also reported a patient in placeholder status; per knowledge article ¿orders not showing (placeholder) ¿, the customer was again advised to have the adt team resend the appropriate adt messages. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user indicated that the machine had been renamed to cancer center es. The user was experiencing issues with patients not flowing to the station. The units have already been routed to the machine, but the user needs to know what additional steps were required to ensure that patients populate on the pyxis device. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user indicated that the machine had been renamed to cancer center es. The user was experiencing issues with patients not flowing to the station. The units have already been routed to the machine, but the user needs to know what additional steps were required to ensure that patients populate on the pyxis device. However, there were no delays or adverse events or injuries reported based on this event.